Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) with moderate calcification and tortuosity. A xience skypoint stent was planned on being directly stented and pressure on the indeflator was increased at 4 atmospheres (atm). The stent delivery system was connected directly to the indeflator. The indeflator was not able to inflate the device any more despite several attempts rotating the system. Everything was left in place and a new indeflator was connected and was able to deploy the same xience skypoint stent and complete the procedure without issue. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed; however, difficulties increasing pressure were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during preparation for use resulted in compromising the indeflator such that during attempts to inflate resulted in the reported difficulties (unable to inflate the device any more despite several attempts rotating the system)/noted resistance at 200 psi; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Further attempts to pressurize the compromised device during return analysis ultimately resulted in the noted housing separation and the noted material break. There is no indication of a product quality issue with respect to manufacture, design or labeling.